Event description:
While stocking the loaner set, it was noticed that the 28mm + 12mm heads were red in color. All other + 12mm instruments were brown. The red colored instruments correspond to the 16mm trial heads. This event was noticed at the sales agency and the case was not sent to the hosp. Therefore, there was no adverse consequence to any pt or delay in surgical or anesthesia time.

Manufacturer narrative:
The results of the investigation indicate the incorrect color material was used on one order of product. All markings on the product were correct per the catalog number. The product was not distributed to any hospitals. Corrective action was implemented to preclude similar occurrences.